Event description:
It was reported that the gears of the zimmer skin graft mesher and cutters needed to be replaced due to damage and improper meshing. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/08/2010 and was last repaired on 08/06/2013 for worn gears. Previous repair included replacement of the roller and roller gear, bushings and left side plate. The 2:1 ratio cutter serial number (B)(4) was returned during the two previous repairs and the gear to each cutter was replaced during both repairs. The cutters produced an unacceptable test mesh and were returned to the customer as non-repairable after each repair. For the current repair, investigation revealed worn gears, as excessive galling of the gear teeth of the roller gear and both cutter gears was observed. It was also observed that there was damage to the roller gear, comb and side plates. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb and gears. Customer returned two cutters for evaluation; both had excessively galled gear teeth. The gears and bushings were replaced on both cutters, but both cutters failed cutter evaluation and were returned to the customer as non-repairable. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. Improper handling and failure to replace a damaged cutter most likely caused the damage to the roller and cutter gears which most likely caused the customer's event of improper meshing. The device serviced and returned to the customer.